Manufacturer narrative:
The patient specific femoral guide (k181061) was reported to be poor fitting. The surgeon proceeded with the use of the guide and made adjustments to compensate for poor fit. Information provided with the patient specific guides indicate for surgeons to abandon the use of the guides if they do not fit. There is no evidence that further intervention has been required for this patient. Additional information, including a post-operative CT imaging of the hip has been requested for this patient in order to measure the osteotomy level to determine whether there has been any impact to the patient, and if received, will be provided in a supplemental report upon completion of the investigation. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The patient specific femoral guide (k181061) was reported to be poor fitting. The surgeon proceeded with the use of the guide and made adjustments to compensate for poor fit. Information provided with the patient specific guides indicate for surgeons to abandon the use of the guides if they do not fit. There is no evidence that further intervention has been required for this patient. Additional information, including a post-operative CT imaging of the hip has been requested for this patient in order to measure the osteotomy level to determine whether there has been any impact to the patient, and if received, will be provided in a supplemental report upon completion of the investigation. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.